Manufacturer narrative:
The customer reported via phone call that the insulin pump power up properly after battery installation. However, unit alarmed button error followed by unresponsive buttons due to corroded electronic assembly. No blank display anomalies or unexpected constant audio beep alarms were noted. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display and audio beep anomaly. The customer's blood glucose was 256 mg/dl at the time of the call. Mother stated that the insulin pump was not dropped, bumped or exposed to moisture. She stated that the battery compartment and spring were not damaged or corroded. The customer mother stated that the battery cap was not damaged or corroded. Mother stated that the display did not return after inserting a new battery. After the new battery cap insertion a long beep would sound. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.